Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument arm drape worked, but only port 2 failed with an error. The customer tried more than 10 times, and after rechecking other parts, kept trying, but only the adapter was not recognized. The customer remounted it with a different drape and was allowed without error. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed, and the findings did not replicate or confirm the customer reported event. The accessory was installed on the in-house system and passed recognition and engagement without any issues. Four instrument sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was performed and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.